Event description:
It was reported that during a supply change the ilet user attempted to insert a contact detach infusion set with the needle cover still in place, causing the insertion needle to bend and preventing proper deployment. The user then sought assistance to fill tubing only after having already changed the cartridge, and insulin delivery was subsequently resumed. Symptoms included hot flashes/ flushes. Outcomes included no interruption of therapy beyond the brief setup issue and no alarms. Investigation included troubleshooting and education on correct infusion set preparation and tubing fill procedure. Investigation of this case revealed user handling error during infusion set insertion with the protective cover in place, consistent with incorrect deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user error.